Manufacturer narrative:
The reported field event of lead noise was confirmed in the laboratory due to review of device image. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-23146 it was reported the patient presented remotely. Upon review, their right ventricular lead and implantable cardioverter defibrillator exhibited oversensing noise. The device was explanted and replaced and the lead was capped and replaced on (B)(6) 2021. The patient was discharged post-procedure.